Manufacturer narrative:
Efforts to obtain additional informaiton have been made. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information received indicates pocket manipulation reproduced little noise on shock channel, but no lead impedance changes when noise was present. Further testing performed with defibrillation threshold testing and a 31j shock. Both tests were successful. The physician has elected to continue monitoring at this time.

Manufacturer narrative:
New information was received by the sales representative indicating tachy mode was turned off to prevent a shock in case of a lead fracture. However, the sales representative noted the physician does not believe this is the issue. A lead revision has been scheduled.

Event description:
Boston scientific received information that a latitude red alert was received due to high shock impedances. The reason for the out of range impedances was not provided. No revision procedure has been performed to this date.